Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. On the 3rd-4th firing, the cut line was jagged and mangled and there were some malformed staples present. Another device was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Stomach at what location on the tissue? Mid. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd or 4th. During which stroke did the event occur? Completed all cycles. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? Yes if so, which product? Gore seamguard . Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Unk, if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing, didn't feel right. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Opened but was sticking to the tissue when removed.